Manufacturer narrative:
On 13-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrioventricular reentrant tachycardia (avrt) / wolff-parkinson-white (wpw) syndrome ablation procedure with a thermocool smarttouch sf catheter and the patient experienced hypotension and pericardial effusion treated with pericardiocentesis and prolonged hospitalization. It was reported that a pericardial effusion was noticed after an avrt/wpw ablation with thermocool smarttouch sf catheter was completed. Pericardial effusion was confirmed with an echocardiogram probe. The patient became hypotensive after ablation during the waiting period. Pericardiocentesis was performed and around 700ml of blood was taken out of the patient. The last known patient status was stable and heading to the intensive care unit (ICU). No surgery was needed. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event was most likely due to the coronary sinus (cs) catheter manipulation to cause a perforation in the cs. The outcome of the adverse event was reported as fully recovered. The procedural activated clotting time (act) before procedure was sub-250, and the procedural act during procedure was sub-350. The sheath and the catheters were exchanged once. No transseptal puncture site was performed during the procedure. The number of ablations performed were 6 with radio frequency (rf) energy. No ablations were performed within the pulmonary veins, and all within the right atrium. There was no evidence of steam pop. The flow setting irrigated catheter used in the event was 2ml/min low flow and 15ml/min irrigation when ablating above 30w power. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were 3 mm range, 3 seconds time, 25% fot for 3 g force. Tag size of 2 mm used. No additional filter was used with the visitag. The color options prospectively used was impedance.

Manufacturer narrative:
A patient underwent an atrioventricular reentrant tachycardia (avrt)/wolff-parkinson-white (wpw) syndrome ablation procedure with a thermocool smarttouch sf catheter and the patient experienced hypotension and pericardial effusion treated with pericardiocentesis and prolonged hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).